Manufacturer narrative:
As received, a partial lead was returned in two pieces; the connector portion measuring 2.5 cm, and the distal portion measuring 53.0 cm. The reported event of low pacing impedance was confirmed. Visual inspection of the distal portion found external insulation abrasion breaching the outer insulation, exposing the outer coil noted 5.5 ¿ 6.0 cm and 8.0 ¿ 9.0 cm from the distal tip consistent with friction to another device or feature of the patient anatomy.

Event description:
Related manufacturer reference number: 2017865-2021-27069 . It was reported that the patient presented for a follow up in clinic. Device interrogation showed that the right ventricular lead exhibited low pacing impedance, and the left ventricular lead exhibited high capture threshold. Both leads were explanted and replaced. The patient was in stable condition.